Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 6/26/2015. Part #: 319.006, lot#: 9841067 (nonsterile) - depth gauge for 2.0mm and 2.4mm screws. Quantity 16. Lot was release to the warehouse on 6/26/2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date reported as (B)(6) 2015. Device investigation summary ¿ one of the following was received: depth gauge (part # 319.006 / lot # 9841067). The returned depth gauges shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide dsus/trm/0515/0599. It is likely that the depth gauge was previously damaged, possibly during sterile processing, and then subsequent use caused the component to break off; but the exact cause of the complaint condition could not be identified. This complaint is confirmed. Device drawing was reviewed and no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. It is likely that the depth gauge was previously damaged, possibly during sterile processing, and then subsequent use caused the component to break off; but the exact cause of the complaint condition could not be identified. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of this report was mistakenly omitted from initial medwatch report for this complaint and is (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event date: unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during a procedure for a distal radius fracture, the depth gauge broke at the junction where the handle meets the stainless steel portion of the device. There was no delay in surgery and no fragments or broken pieces were generated. No additional medical intervention required. The surgeon used another depth gauge to successfully complete the procedure. This report is 1 of 1 for (B)(4).